Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing report shall be filed on a supplemental MDR. Device was returned with the first and second thread broken at the minor diameter and scratches on the shaft indicate use. The thread features and shaft measures within specification requirements of rev g of the specification. The hardness value cannot be measured on the cannulated shaft with the instrumentation available. The supplier's certification indicates the correct hardness values were obtained. A review od the device history record revealed no issues.

Event description:
It was reported that during a procedure the threaded tip of the matrix holding sleeve broke off. Pieces were retrieved and surgeon selected another to complete the procedure. No harm to pt.